Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4) the device has not been sent for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany: as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 19g17ge261, there was a hold back at final control due to slow flow rate, which was caused by test setup error at flow rate test station. After flow rate test station re-setup was done, the batch was re-tested and passed flowrate test. No abnormality was detected at final control..

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4): the complaint is under evaluation. A follow-up report will be provided as soon as investigation results are available. Device history record (DHR): reviewed the DHR for batch 19g17ge261, there was a hold back at final control due to slow flow rate, which was caused by test setup error at flow rate test station. After flow rate test station re-setup was done, the batch was re-tested and passed flowrate test. No abnormality was detected at final control. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): overinfusion: "description according to authorities form: the pumps, which should allow continuous administration of chemotherapy at home in 48 hours lasted only about 30 hours. 3 patients concerned: (B)(6) years old m, (B)(6) years old f and (B)(6) years old m. One pump batch 19g17ge261 (this report), 2 pumps of another batch/two more separate reports. Possible serious consequences: the effectiveness of the drug administered depends on the duration and rate of infusion. These factors are defined according to the indication and may have consequences for treatment inefficiency, increased side effects and drug overdose."